Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant of the fast-fix 360 curved device pulled out of the meniscus while tensioning the suture. The t2 implant and excess sutures were removed, however the t1 implant wasn't removed as it was already imbedded into the joint capsule. There was a minor delay as extra time was spent to remove the failed implant and redo the repair: 0-30min. Another fast fix curved was used to continue with the repair.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. Distal end of depth limiter is crimped. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Without the return of the suture construct no root cause related to the manufacture of the device can be established. No further risk to patient is anticipated based on a review of the clinical details provided. No further clinical assessment is warranted at this time. No further investigation is warranted at this time. (B)(4).